Manufacturer narrative:
Based on the information available, there is no indication or report that a davinci product caused or contributed to the reported complication. There is insufficient information to determine when the procedure occurred and which specific system was used; therefore, no system logs are available. Site review found that the davinci xi system was in use at the facility in 2018. This medwatch report (patient identifier # (B)(6)) is submitted for an operative complication for this specific patient. Separate medwatch reports (patient identifier #s: (B)(6)) are submitted for other operative complications mentioned in the same newspaper article. Section b3 event date: the newspaper article provided only a year for the procedure date; therefore, a generic event date of (B)(6) 2021 is documented. Section e initial reporter: this section documents the reporter name as an author of the newspaper article. The site name and address information documents the information for the hospital where the robotic procedure was performed. Source of newspaper article: https://www.nytimes.com/2023/10/30/health/hernia-surgery-component-separation.html

Event description:
According to a news article, a female patient underwent a da vinci assisted component separation for her large hernia in 2018. Less than a week later, an emergent surgery was performed to close the original hernia, but the side tears remained. In february 2020, another surgery was performed to sew back her abdominal muscles. After the procedures, the patient was still experiencing intense pain which affected her routine daily tasks. Another surgeon who reviewed her case later commented that the original surgeon may have cut into the wrong part of the muscle, leaving new holes on each side of her body and too little slack to close her original hernia. There were no malfunctions of da vinci systems, instruments or accessories reported in the article.